Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right atrial (ra) lead and non-boston scientific left ventricular (lv) lead were explanted. The right ventricular (rv) lead could not be extracted at this time and was capped. The patient will be brought back in the future for lead removal. Additional information received from the field representative indicates that the only allegation against the product was what appeared to be infection around the pocket. Furthermore, the alleged infection did not lead to sepsis. The system extraction was attempted without cv backup and without extraction tools. The rv lead did not come out easily so the lead was capped and will be extracted next month with cv backup and laser extraction tools. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right atrial (ra) lead and non-boston scientific left ventricular (lv) lead were explanted. The right ventricular (rv) lead could not be extracted at this time and was capped. The patient will be brought back in the future for lead removal. Additional information received from the field representative indicates that the only allegation against the product was what appeared to be infection around the pocket. Furthermore, the alleged infection did not lead to sepsis. The system extraction was attempted without cv backup and without extraction tools. The rv lead did not come out easily so the lead was capped and will be extracted next month with cv backup and laser extraction tools. No additional adverse patient effects were reported.